Manufacturer narrative:
Insulin pump passed the self-test and displacement test. No unexpected beeps during testing. The audio tone functioning properly during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the insulin pump had beep anomaly that, the insulin pump has been beeping randomly since around midday. Customer reported that, the pump did not beep during the tone test. Troubleshooting determined that, the insulin pump should be replaced. Assisted in performing self test and which was failed. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis.